Manufacturer narrative:
Corrected data:b2 and h6 health effect - impact code.

Event description:
It was reported that patient rest and stayed overnight at the hospital for observation.

Manufacturer narrative:
The epidural needle was from the lead kit. As such, section d was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information

Event description:
It was reported that the patient experienced a csf leakage during a procedure on (B)(6) 2025 while using the epidural needing prior to lead insertion. As such, the case was abandoned.